Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had smudges on the lens that made the scope unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects. No replacement due to expired warranty. (B)(4). Getting ready to start a case o.r. Staff saw a smudges on the lens that made the scope unusable. Used another scope to complete.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided and a review of the sales history to the account, the device was sold to the account prior to 2009. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had smudges on the lens that made the scope unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects. No replacement due to expired warranty. Getting ready to start a case o.r. Staff saw a smudges on the lens that made the scope unusable. Used another scope to complete.